Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 2000 mcg/ml at a dose of 200mcg/24hr via an implantable pump. It was reported that the pump failed to alarm when it dropped below low reservoir level. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting were performed. It was only made aware when replacing the pump. Actions/interventions taken included pump replacement. The issue was resolved at the time of the report. It was reported that the patient's parents had requested the pump be tested due to failure of alarm sounding when dropping below the reservoir level.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.